Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18209 , 1627487-2021-18211. It was reported one t12 and on l1 lead migrated. The issue was confirmed with x-ray. Diagnostics indicated high impedances. In turn, surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.